Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary one power port isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A diagonal split was noted proximal to the cath-lock. A partial compound break was noted within the distal end of the cath-lock. Two radially adjacent splits were noted approximately 9.3cm from the distal end of the cath-lock. A circumferential split was noted approximately 9.6cm from the distal end of the cath-lock. A partial circumferential break was noted approximately 10.7cm from the distal end of the cath-lock. However, the investigation is inconclusive for the reported pain and swelling issues, as the identified fracture, leak, wear and deformation issues were captured in another record, in this way in order to not duplicate the count of the appropriate codes in our records. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6(method) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three years post port placement in the right internal jugular vein, the patient allegedly experienced subcutaneous swelling of the neck and pain during chemotherapy treatment. The device was removed. The current status of patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported pain and swelling issues, as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that approximately three years post port placement in the right internal jugular vein, the patient allegedly experienced subcutaneous swelling of the neck and pain during chemotherapy treatment. The device was removed. The current status of patient is unknown.